Event description:
(B)(4). It was reported that post a coronary artery stenting treatment procedure, the patient experienced a myocardial infarction (mi). The 95% stenosed target lesion was located in the right coronary artery (rca). The reference vessel diameter was 4.0mm and the lesion length was 25mm. A 4.00x28mm liberte stent was implanted. Residual stenosis was 0%. The procedure was technically successful. On the day of the index procedure, the patient had a target vessel related mi. A rise in cardiac markers was observed. No data was provided relative to EKG changes. The location of the mi is documented as inferior. The patient was discharged four days post procedure without angina or silent ischemia. The discharge medications were aspirin 100mg daily indefinitely and clopidogrel 75mg for 12 months.

Manufacturer narrative:
The device will not be returned for evaluation. Therefore a failure analysis of the complaint device could not be completed. The batch number is unknown. Therefore a review of the manufacturing documentation could not be performed. The most probable root cause is anticipated procedural complication as this event is a known physiological effect of the procedure and is noted in the direction for use (dfu). (B)(4). Device not returned for analysis.